Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to return the malfunctioning pump and received a replacement with updated software. There was no backup therapy available, so the customer planned to contact their healthcare provider, and technical support provided instructions on handling and returning the pump.